Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the reservoir and infusion set would not lock into the insulin pump. The patient's blood glucose at the time of incident was 6.8 mmol/l. Troubleshooting did not occur since the patient had already disposed of the reservoir and set. The reservoir was not returned for analysis.